Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03250. The pt received 2 trial scs leads with different lot numbers. It was reported the pt experienced anxiety and hyperventilation which decreased upon decreasing the amplitude of system stimulation. F/u identified the issue has resolved.